Event description:
A malfunction alarm was reported, with the specific alarm identified as alarm 01. There was no adverse impact to the customer's blood glucose level reported, although the value was displayed as "high." The customer attempted corrective action by administering a correction bolus via the pump. Initial attempts to load a new cartridge were unsuccessful as the alarm recurred. The customer was advised to check with their supplier about the cartridge issue, and further instructions were given by technical support to ensure proper resolution.